Manufacturer narrative:
Product event summary: the mapping catheter 2ach20 with lot number 11121752 was returned and analyzed. Visual inspection showed the device had a kink at 0.639 inch from the tip. The kink is in the loop section between the first and second electrode. In conclusion, the reported tip loop damage issue was confirmed through visual inspection. The mapping catheter failed the returned product inspection due to a kink in the loop section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, on attempting to remove the mapping catheter from the packaging, the tip looped on itself and it was unable to be removed. There was no patient involvement.